Manufacturer narrative:
The customer reported that a patient expired while being monitored on a central nurse's station (cns). The patient developed an "idioventricular rhythm with a wide qrs complex" for several minutes, but no alarm sounded on the central nurse's station (cns). The patient expired, which was not unexpected, as the patient was doing poorly. The heart-rate was in the normal range and the monitor appropriately did not alarm for brady or tachycardia. It showed several isolated vpc's and the spo2 alarmed after the patient began to de-saturate. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that a patient expired while being monitored on a central nurse's station (cns).

Manufacturer narrative:
The customer reported that a patient expired while being monitored on a central nurse's station (cns). The patient developed an "idioventricular rhythm with a wide qrs complex" for several minutes, but no alarm sounded on the central nurse's station (cns). The patient expired, which was not unexpected, as she was doing poorly. A meeting took place with the hospital staff, doctors, and respiratory head, and it was determined that the nihon kohden device played no role in the death of the patient. The heart-rate was within the normal range and the monitor appropriately did not alarm for brady or tachycardia. It showed several isolated vpc's and the spo2 alarmed after the patient began to de-saturate. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.